Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 437 mg/dl. The customer was treated with the manual injection and insulin pump. The customer declined the high blood glucose troubleshooting. There was an issues with the insulin pump, it kept wanting her to calibrate but it wad not let her calibrate. The insulin pump will not be returned for analysis.